Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. However, a broken battery tube threads noted during the visual inspection. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that his blood glucose reading was 88mg/dl while staying at the doctor's office for normal check up. The customer was experiencing unexplained high blood glucose for a month. The customer stated that the infusion set was changed to resolve the issue. The customer's recent glucose reading was 173mg/dl, and he has treated with the insulin pump. Troubleshooting could not be performed as customer was at work and does not have necessary supplies. Advised the customer that a tubing clamp will be sent, and call back as soon the clamp arrives to complete the testing. The customer called back to perform the high pressure test, which failed twice. Advised the customer to discontinue use of the insulin pump. No further information was provided.